Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6) patient country: germeny.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient faced crimped cannula event on 06-sep-2024. The infusion set was in use for less than 1 day. No further information was available.